Manufacturer narrative:
Suggest to replace exhalation valve adapter. During ge healthcare technician checkout, the machine alarmed for "patient disconnected". It was noted that the customer was not able to use the machine with dual limb circuit due to a defective reusable exhalation valve no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit would not boot up. There was no reported patient involvement.